Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature in cable. During evaluation, it was confirmed that the device was unable to monitor the temperature. Temperature in cable was replaced. T4 does not cool down. Mixing pump and circulation pump too weak. Pm performed. Mixing pump and circulation pump were replaced. Heater and drain valves were replaced. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial/lot number is unknown. No additional actions can be taken at this time. Corrections: b, d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device sounded an alarm every 10 minutes due to loss of control, it was unable to monitor the temperature. Per review of wo on 15sep2025, there was no patient involvement. Per sample evaluation results received via task on 01oct2025, it was reported that the chiller temperature (t4) did not cool down. Circulation pump was too weak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device sounded an alarm every 10 minutes due to loss of control, it was unable to monitor the temperature. Per review of wo on 15sep2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d. Initial reporter name: (B)(6) hospital (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device sounded an alarm every 10 minutes due to loss of control, it was unable to monitor the temperature. Per review of wo on 15sep2025, there was no patient involvement. Per sample evaluation results received via task on 01oct2025, it was reported that the chiller temperature (t4) did not cool down. Circulation pump was too weak.